Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The report suggests that within 30 minutes of starting a propofol infusion, a leak was observed from the female luer. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report of leaking of propofol was confirmed. Visual inspection of the set noted a hairline crack to the female luer of the set. No other anomalies was observed. Pressure testing confirmed fluid leaking from the female luer component. The root cause was not identified.